Event description:
Sorin group (B)(4) received a report that, while the sales rep was setting up, the cp5 alarmed and then the screen went blank. During further inspection the following day, the unit would not power up. There was no pt involvement as the incident occurred during installation and setup.

Manufacturer narrative:
Sorin group (B)(4) manufactures the cp5 control panel. The cps control panel is a component of the sorin centrifugal pump 5 (cp5). This incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, while the sales rep was setting up, the cp5 alarmed and then the screen went blank. During further inspection the following day, the unit would not power up. There was no pt involvement as the incident occurred during installation and setup. The device was returned to sorin group for eval. The investigation is ongoing. A f/u report will be filed when the investigation is complete.